Event description:
It was reported that during a ptca procedure, there was a perforation of the artery. The pt went to surgery. Pt status is listed as "okay". It is unclear how the wire performance was related to this incident.